Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick accessory replacement kit hose fell off and elbow connector was too loose. It suctioned the patient's skin and they had a bruise/ injury from it. No medical intervention reported. Per customer via phone on 06nov2023, it was reported that the kit was loose and suctioned the patient's stomach as a result. The customer stated they just purchased the kit so wants a replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick accessory replacement kit hose fell off and elbow connector was too loose. It suctioned the patient's skin and they had a bruise/ injury from it. No medical intervention reported. Per customer via phone on (B)(6) 2023, it was reported that the kit was loose and suctioned the patient's stomach as a result. The customer stated they just purchased the kit so wants a replacement.